Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer reported that arm2 could not engage instruments. System logs indicated cannula detect failures on arm2. Customer stated that the they had power cycled the system, attempted to engage instruments multiple times, re-draped the arm and the issue persisted. Technical support engineer (tse) recommended customer to hold the cannula straight and firm against the back of the cannula mount while inserting the instrument. The customer reported that the issue persisted and they could not engage an instrument. Symptoms and system logs suggest a potential failed cannula mount or a wiring failure in arm2. Recommended that arm2 be replaced by arm3 but customer stated that they needed all four arms. There was no reported injury. Isi followed up with reporter and obtained the following information. The issue occurred after ports placement. The arm was moving appropriately but it did not recognize the cannula being inserted on it. The surgeon decided to abort the procedure as he needed all 4 arms for the surgery. There was no injury or harm in the patient. There were no issues with system set-up and ports placement. This was the third procedure of the day and the system was checked in the morning and had no issues.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse placed cannula and instrument on patient side manipulator (psm)2 and the system recognized cannula but was unable to register the instrument. The fse removed and replaced psm2 in accordance with isi procedures. All psms were tested via sine cycle and no issues were found with instrument recognition. The system was tested and verified as ready for use. The psm2 was returned for failure analysis, and the reported failure of instrument engagement and recognition problem was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. There was no trouble found with the unit. A high pot to encoder error signal along axis 2 was observed during evaluation.